Manufacturer narrative:
Evoke closed loop stimulator (cls) and evoke 12c percutaneous lead were returned. Analysis was not performed as there was no allegation of a deficiency with the device. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
On (B)(6) 2023, the patient underwent a spinal fusion procedure which was anticipated to resolve the patient¿s condition and therefore their evoke spinal cord stimulator system was explanted. The patient did not allege any issue with the therapy received from their evoke system.